Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (essure removal, oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('there is no right essure coil that is seen') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 626683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos and urinary incontinence. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (d&c, hysteroscopy, thermachoice endometrial ablation on (B)(6) 2010 and total abdominal hysterectomy, exploratory laparotomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: left side- no visible coil, right side- one coil visible. Lot number:626683 manufacturing date:2008-03 expiration date:2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('there is no right essure coil that is seen') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 626683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos and urinary incontinence. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (d&c, hysteroscopy, thermachoice endometrial ablation on (B)(6) 2010 and total abdominal hysterectomy, exploratory laparotomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: left side- no visible coil, right side- one coil visible. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Event "medical device removal" updated to "pelvic pain", lot number, reporter, medical history added. New events added- device dislocation, dysmenorrhea and menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.